Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level with an unknown cause. Bg value was not provided. Reportedly, customer required assistance from customer's guardian to retrieve juice for the customer to consume to treat bg. System check could not be performed as the issue occurred in the past.